Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope's distal tip ball on the end has snapped. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4 corrected fields: e3, g2, g4 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on distal end, balloon cannot be attached correctly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the surgical scope's distal tip ball on the end has snapped. The issue occurred during preparation for use. There were no reports of patient harm